Manufacturer narrative:
E 1. Initial reporter phone :(B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and pump tests of the returned device were performed following bwi procedures. Visual analysis revealed the shaft was bent and broken, exposing the internal cover. The root cause of the damage could be related to improper handling/shipping; however, this cannot be conclusively determined. The issue is unrelated to the reported event. Temperature, impedance, and pump tests were performed, and the device was irrigated correctly. No temperature, impedance or irrigation issues were observed. The issue reported by the customer could not be replicated during the product investigation; however, physical damage was detected during the product investigation. The instructions for use contain the following recommendations: when radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. A manufacturing record evaluation was performed for the finished device number 31095477l, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a broken shaft. Initially, it was reported that pulmonary vein isolation (pvi) was performed. Left pvi was completed, and they went to right pvi, and the smartablate generator stopped as there was a rise in temperature in the middle of the pvi. They pulled out the catheter and checked it, but no anomaly was found. After replacing the cable, the ablation was conducted again, but it was stopped. The catheter was replaced. After flashing, the catheter was inserted into the cardiac cavity. The ablation was completed. No adverse patient consequence was reported. The high temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-dec-2023, there was a bent and broken shaft. The broken shaft was assessed as MDR reportable. The awareness date for this reportable lab finding was 08-dec-2023.